Event description:
Customer reported the monitor is not displaying images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the video to the right monitor being blocked by the printer not being turned on. System operates as intended. (B) (4).